Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor presented with episodes of atrial fibrillation (af). It was unsure if this was genuine af or not. Programming changes were suggested but the clinician decided to further monitor the situation instead. The patient was stable.